Event description:
(B)(6) registry. It was reported that in-stent restenosis occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to mid rca with 80% stenosis and was 30 mm long, with a reference vessel diameter of 2.80 mm. The target lesion 1 was treated with pre-dilatation and placement of 3.00 x 32 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. - the target lesion 2 was located in the mid left circumflex artery (lcx) extending up to distal lcx with 80% stenosis and was 36 mm long, with a reference vessel diameter of 2.2 mm. The target lesion 2 was treated with pre-dilatation and placement of 2.50 mm x 38 mm synergy stent system. Following this post-dilatation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, post index procedure, the subject was diagnosed with in-stent restenosis and was hospitalized on the same day for further evaluation and treatment. Following day, the subject was referred for coronary angiography which revealed 80% stenosis in mid lcx ) extending up to distal lcx which had previously placed study device was treated with percutaneous coronary intervention target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for intervention was angiographic finding without symptoms or objective signs of ischemia and the event was medically treated. Subsequently, the event was considered to be recovered and resolved and the subject was discharged on the same day.